Event description:
It was reported that during a vinci-assisted surgical procedure, the maryland bipolar forceps instrument jaws unexpectedly began to fail to close properly. The jaws were damage. A backup instrument was used. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.31mm offset at the tips. The grips were not found to have cracking damage. The instrument was found to have a broken bipolar yaw pulley near the base of one of the grip tips. A broken piece is missing as a result of breakage. The size of the missing piece is approximately 1.64mm x 1.38mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.